Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie lid was failed. The technical support specialist confirmed that the customer was able to have the cubie lid closed to open the drawer to resolve. The system functioned as intended after the technical support specialist serviced the device.

Event description:
It was reported when using the bd pyxis medbank system cubie lid was open inside the drawer prevented user from issuing catapres 0.1mg tablet medication.however, there were no adverse events or injuries reported based on this event.